Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.